Event description:
It was reported that a cartridge change error occurred. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer declined to answer how they addressed bg. The customer reverted to a backup insulin pump.